Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode and need to be synchronized. A field service engineer reported that the station was not communicating, so tss remotely dialed into the station and logged in as carefusion admin, exported the logs and reviewed the data synchronization logs but did not find any errors related to manual recovery or retry attempts, identified an error indicating a transaction scope thread disposal issue and reviewed possible knowledge article (ka) - med es 1.7.4 - error "cannot access a disposed object"; however, the issue was not related to accessing the device storage space settings, then ran a full synchronization, which completed successfully, and rebooted the device to enable auto-login via carefusion application, fse followed up with the customer and confirmed that the issue was resolved and communication was restored. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server failed to synchronize, which located on anes6. There were no delay, no adverse events or injuries reported based on this event.